Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module, serial number (B)(6). The sample was repeated on another alinity, serial number (B)(6) and the result was lower. The following data was provided: sid (B)(6) initial result = 167 mmol/l repeat result = 144 mmol/l. Sodium reference range: 133 - 146 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by replacing the ict module. No additional discrepant result issues have been reported since the ict module was replaced. List number 09d28-04 ict module/lot 230216 was determined to be the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending data was reviewed and did not identify any related trends for the ict modle (09d28-04). No similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket were identified. The device history record review was performed and did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c processing module, serial number (B)(6) or the ict module.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module, serial number (B)(6). The sample was repeated on another alinity, serial number (B)(6) and the result was lower. The following data was provided: sid (B)(6) initial result = 167 mmol/l repeat result = 144 mmol/l. Sodium reference range: 133 - 146 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.